Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (c) line or a test (t) line. Purchased from (B)(4).

Manufacturer narrative:
Case outcome: refer to cpus250438 form b investigation report (previous investigation for the same issue). We checked the batch records of the reported lot: cov4049002 and the dmr for the product. No abnormal issue was found in the manufacturing process and the manufacturing process is complied with dmr. Thirteen retention samples were tested with positive controls by following the finished product release testing procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4: "date of this report" - date of this follow-up report. G6: "type of report" - follow-up #1. H2: "if follow-up, what type?" Added "device evaluation" and "additional information." H3: retention lot was evaluated. H6: "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (c) line or a test (t) line. Purchased from pasteur pharmacy.